Event description:
It was reported that this implantable pacemaker exhibited occasional far-field oversensing during a ventricular tachycardia (vt) episode. All lead measurements were satisfactory, and battery status was normal. This device remains in service and no adverse patient effects were reported.